Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Subsequently, a lead revision procedure was performed, this rv lead was surgically abandoned and another lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.